Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 102 mg/dl. The customer stated that he went to enter his carbohydrates for breakfast, and when he pulled his insulin pump out, he noted the button error alarm. He stated that he was unable to clear the alarm and that the backlight stayed on, as well. He noted that he was removing the clip from his pocket when he received the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.